Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on a white screen. There was no adverse impact to customer's blood glucose. A pump reset was performed and the issue was resolved. Customer continued to use the pump for insulin therapy.